Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states when user goes in reverse, the joystick gets stuck and doesn't return to center.

Manufacturer narrative:
The device was returned and not failure was detected. It operated within specification.

Event description:
The dealer states when user goes in reverse, the joystick gets stuck and doesn't return to center.